Event description:
Customer reported a motor error alarm and other alarms. Advised customer to stay disconnected from the insulin pump. The blood glucose reading is 202 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube window, a missing end cap sticker and cracked battery tube threads.